Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high pacing thresholds that resulted in loss of capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.